Manufacturer narrative:
The customer contacted a philips remote service engineer (rse) to provide additional assistance. The customer canceled the work order. No repair or information was provided by philips personnel. Additional information was requested from the customer, however no response has been received to multiple requests.

Manufacturer narrative:
There was no patient involvement.

Event description:
The customer reported the unit had a dim display. There was no patient involvement.